Event description:
The company received a report from a biomedical engineer that the unit did not provide an audio tone. No patient harm reported.

Manufacturer narrative:
The unit was requested back for investigation, but it has not yet been received. If the device is received for investigation, a summary of the investigation results will be provided in a supplemental report.